Event description:
The facility representative reported a colleague infusion pump that the stop button inoperative intermittently". The reported condition occurred during bio-med testing. The software version this device is using is "colleague 2006". There was no patient injury or medical intervention reported. There is no additional information available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available. This issue is currently being investigated.